Event description:
It was reported that during an ion endoluminal lung biopsy procedure that the physician received catheter sensor errors while approaching the target lesion in the apical airways of the upper lung. The physician re-registered and noticed that the airway map was not correct. The physician registered again and completed the registration; however, the physician still received the catheter sensor error. The physician decided that he was in a position to try and complete samples despite these errors. The physician reported that were was some bleeding during this procedure; however, it is unknown when and how the bleeding occurred as well as how severe it was. Intuitive surgical, inc. (Isi) has performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported bleeding complication cannot be determined at this time. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. An isi clinical application engineer (cae) contacted the ion site coordinator to schedule a time for the cae to visit the site and evaluate the ion system. The ion site coordinator stated that the reported catheter sensor errors were user induced, and due to difficult patient anatomy. The ion site coordinator said there were no ion system issues and rejected the cae site visit. The system was working properly during, and after this event and no additional action was required according to the customer site. The system logs for the event date on (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced an unspecified amount of bleeding. The cause of the intra-procedural bleeding is unknown. In addition, the severity of the bleed and what medical intervention (if any) was rendered due to the bleeding are unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that a service advisory, 27033, was logged 28 times in the error logs for the date of the biopsy procedure. The logs also indicate that the physician performed a reregistration during a procedure. Further review of the system logs revealed that a "catheter sensor error¿ message populated on screen for the user 25 times and a ¿catheter sensor connection¿ message populated on the screen for the user one time.

Event description:
Refer to h10/h11 for follow-up information.